Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Evaluation of the implant's surface properties did not show any deviations.

Event description:
It was reported that a xive s plus dental implant was removed due to a suspected titanium allergy.